Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was constantly alarming. The event log was checked, revealing that the pump had triggered the downstream occlusion alarm several times. A full annual functional test was carried out with no faults were found; the pump passed the test with no alarms being triggered. The event occurred at patient¿s home, and there was unknown patient involvement and unknown signs or symptoms experienced.